Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and confirmed that the device was displaying "speaker malfunction" error message. The technician indicated that the device was displaying the speaker malfunction error message due to a defective speaker. The device was repaired by replacing the speaker and was returned to the customer.

Event description:
The customer reports that the device experienced a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.